Manufacturer narrative:
Device evaluation summary: the service technician emailed the customer and recommended rerunning the abnormal liquid qc but this time they were asked to reconstitute the controls for at least 30 minutes before the controls are run. The customer continued to have problems with abnormal qc. The service technician spoke with the clinical specialist and they will follow up with the customer and if service is required, they will let the service technician know. No further action is required. The instrument was serviced in the field by a service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the system was consistently failing quality control (qc) with the same lot of control cartridges that are passing on another system. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the instrument failed liquid qc. The lot number of the cartridge that was used was 230628144. The lot number of the normal control that was used was 229543879. The lot number of the abnormal control that was used was 230945225. Liquid qcs are performed weekly, and no error code was observed. No control values were obtained.

Manufacturer narrative:
Medtronic received additional information that the reported problem was not with the instrument itself, but with the abnormal qc. The event has been turned it over to the clinical specialist, and a service visit was not necessary. Additional information d4 unique identifier (UDI) #: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.